Event description:
Boston scientific received information that during a routine device change out procedure, the terminal pin of the right ventricular (rv) lead remained in the device header when attempting to remove the lead. The terminal pin separated from the lead body, leaving the coils exposed at end of lead. The device was successfully explanted and replaced. The lead was was capped and surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.